Event description:
In 2007, the pt reported that she has been experiencing low blood glucose for the past 2-3 weeks. She stated that three days prior, her blood glucose measured 20 mg/dl and she disconnected from the infusion device and ate sugary foods and drank juice. The next morning her blood glucose had elevated to 200 mg/dl and she was vomiting, had diarrhea, and was dehydrated. She went to the hospital where she was given an IV to treat the dehydration and she was monitored. She was able to lower her blood glucose to 159 mg/dl by bolusing through her infusion device. She was told at the hospital that she may have a virus. Her normal blood glucose range is 80-120 mg/dl. She stated that the infusion device had not been used in 3 years. She stated she began using it 2 months ago. She stated that she changes her infusion site every 2-4 days. She was advised to change the infusion site every 3 days. She stated she changes her infusion tubing when she begins to have issues with them. She was advised to change the tubing every 6 days. She stated that she has not purchased new supplies in 3 years. All of her product is expired. The infusion device was requested to be returned for evaluation.